Manufacturer narrative:
(B)(4). The concerned mesh shows the nonabsorbable, macroporous polypropylene mesh with separated parts of absorbable components and four remaining absorbable tacks (two tacks were placed four cm from the margin and two tacks were placed one cm from the margin). Furthermore, the mesh shows partial areas with marks of previous placed tacks. In addition, the implant has three stay sutures at three sides of the mesh. The cause for the loosening of the mesh cannot be determined. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a laparoscopic ipom for a recurrence umbilical hernia on an unknown date. About two weeks later, the patient had paraumbilical pain. A CT confirmed the suspicion of an incarcerated hernia. The patient underwent reoperation on (B)(6) 2011 and the mesh was removed. No mesh was used to complete the procedure.

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.